Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's symptoms had steadily got worse instead of better and they didn't know what was going on. Caller stated that they contacted the healthcare provider (hcp) that morning and was redirected to call manufacturer. Agent walked caller through connecting the handset and communicator to the implant. Caller confirmed therapy was off and they did not know anything about it. Caller reactivated the therapy and increased to a comfortable for the patient. Patient would continue tracking symptoms. Guided patient to discuss with hcp medical concerns. Patient had a follow up appointment on (B)(6) 2025. Patient reported symptoms were worse than before and unspecified symptoms.